Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, and self tests due to blank display. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracks and moisture exposure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.